Event description:
A customer reported via webform that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and was provided either insulin, glucagon, and/or other medication by a healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.